Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Error e99 (too many days after replacement of the disinfectant solution, or too many uses.) Occurred. There is a possibility that the concentration level of the disinfectant solution in the oer-4 was below the effective level. The user has not done an aceside check. There was no patient injury report related to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Error e99 occurred because over 15 days were passed since the disinfectant was prepared, or the device was used more than 46 times. If additional information becomes available, this report will be supplemented.